Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead triggered the lead integrity alert due to oversensing and there was high frequency noise on the rvtip to rvcoil electrogram (egm). Manipulations of the egm showed noise with one of the two configurations. It was further indicated that noise was on both egms and there was possible electromagnetic interference. Also, when the lead was sensing in the integrated bipolar configuration there appeared to be oversensing of the p-waves. The sensing configuration was changed and there was no further double counting. The lead remains in use. No patient complications have been reported as a result of this event.